Event description:
While creating a carto map, the system showed a raised impedance jump to >800. The handle was switched, but there was still high impedance. Then the catheter was switched and the problem was resolved. No harm came to the patient.

Event description:
While creating a carto map, the system showed a raised impedance jump to >800. The handle was switched, but there was still high impedance. Then the catheter was switched and the problem was resolved. No harm came to the patient.